Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the original serial number listed in the initial medwatch report (B)(4) does not match the details of the received product. The correct serial number (B)(4) has been inserted in this medwatch report. As a result of the additional information received the date of manufacture has been updated from jan 7, 2015 to dec 19, 2014. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from chile that during an unspecified surgical procedure, it was observed that the console device failed "in direction". According to the report, there was "bidirectional rotation" of the console device. It was reported that there was a sixty minute delay due to the event. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries or prolonged hospitalization. The patient's statue/outcome was reported as good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that the forward light on the display was not working and the cover was cracked. It was determined that this condition is due to mishandling (user error) by dropping or hitting the device against something which cracked the cover and caused the forward direction light to go out on the display. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was no extra bleeding, no infection and no overdose of anesthesia. It was reported that the procedure was successfully completed with an unspecified spare device. It was reported that the patient was in good condition after the surgery and the current condition is still good. If additional information should become available, a supplemental medwatch report will be submitted accordingly.